Event description:
It was reported that during a ptca treatment procedure the maverick monorail balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in a tortuous proximal lad coronary artery. The patient was asymptomatic during this event. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.